Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: hemorrhage ( internal bleeding in chest), surgical intervention ( emergency surgery), breast pain ( breast is tender) , anisomastia ( drooping more to left). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 425cc . The patient experienced pain and paresthesia on the right breast, numbness and pain to right arm, hemorrhage: internal bleeding in chest, chest started turning colors. The patient had to go to emergency room and had undergone surgical intervention for the emergency surgery. In addition, the patient experienced hemorrhage ( internal bleeding in chest), surgical intervention for the emergency surgery, breast pain, breast felt tender on the left side, and drooping more to left. This medwatch is for the left breast implant.